Event description:
Reportedly, six years after implant, the patient was admitted in emergency room because of severe asthenia. It was observed at the ECG a total atrio-ventricular block, with heart rate<30bpm and short torsades de pointes. Due to this, the device was replaced in emergency and will be returned for analysis.

Event description:
Reportedly, six years after implant, the patient was admitted in emergency room because of severe asthenia. It was observed at the ECG a total atrio-ventricular block, with heart rate<30bpm and short torsades de pointes. Due to this, the device was replaced in emergency and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.